Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The cause of moisture in the connector socket was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had b30 and e216 errors. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation but was worked on by a field service engineer (fse) onsite. The fse was able to find the origin of the errors was that the front connector had traces of moisture and therefore was replaced. The device was working as intended after the replacement. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.